Event description:
It was reported by the customer through a health canada report that an "alaris IV infusion pump found on, but channels connected to r side were off. Heparin was previously running at 1050u/h but not infusing through IV pump. Propofol and fentanyl infusions on l side of pump were infusing normally. Heparin, propofol and fentanyl gtt moved to a different pump. Broken pump taken down and removed from room, labelled broken". There was patient involvement, but no harm. Bd learned through follow up that the event was on 15feb2025 and that the rn did not hear any alarm.

Manufacturer narrative:
Additional information: manufacturer narrative. Investigation summary: the report of the broken pump could not be confirmed or replicated, due to the suspect devices were not returned for this investigation. Laboratory testing could not be performed; the incident device was not received for this investigation. A review of the logs could not be performed. The pump, pcu or the system logs were not provided. The bd alaristm system with guardrails user manual v12.1.3 states: do not use a device that appears to be damaged. Send the device to biomedical engineering for repair. Perform device inspections to prevent a damaged device from being returned to patient use. Use of a damaged device can result in patient harm. To ensure that the bd alaris¿ system remains in good operating condition, visually inspect the system before each use. Check all visible surfaces and moving parts on the devices. If you observe damage in any way or find the device does not function as expected, return it to biomedical engineering for repair. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the broken pump was unable to be determined. The suspect devices were not returned for this investigation, and no additional event information was provided. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer through a health canada report that an "alaris IV infusion pump found on, but channels connected to r side were off. Heparin was previously running at 1050u/h but not infusing through IV pump. Propofol and fentanyl infusions on l side of pump were infusing normally. Heparin, propofol and fentanyl gtt moved to a different pump. Broken pump taken down and removed from room, labelled broken". There was patient involvement, but no harm. Bd learned through follow up that the event was on 15feb2025 and that the rn did not hear any alarm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.